Event description:
The reported description notes that the bradycardia alarm did not occur to alert the user of a change in the pt status. The pt is deceased.

Manufacturer narrative:
(B)(4). The reported description notes that the bradycardia alarm did not occur to alert the user of a change in the pt status. The pt is deceased. The monitor alarmed as expected for simulated bradycardia when tested by the users after the reported event. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.